Event description:
It was reported that during an unknown procedure, the device could not apply clips successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed one class I scissored clip. Finally, the device locked out as intended. The reported event could not be confirmed as the device was able to fed and form the remaining clip. No conclusion could be reached as to what may have caused the reported incident.